Manufacturer narrative:
Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws locked on the vessel and would not dislodge the clip. The instrument had to be cut off after a second port was inserted. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information has been requested, but not yet received.